Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the valve was explanted due to dehiscence, severe perivalvular leak, and stenosis. The device was not able returned for evaluation. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm pericardial aortic valve was explanted after an implant duration of 1 year, 9 months due to dehiscence, severe perivalvular leak, and stenosis. A 23mm pericardial aortic valve was implanted. Per obtained medical records, the 23mm valve was barely held on by some loose sutures through the calcified, diseased tissue of the apron of the anterior leaf of the mitral valve. The valve was very easily removed and was barely held in place. There was essentially no tissue left to sew to, so I had to take large bites including myocardium and aorta to place the new 23 mm pericardial valve, and transesophageal echocardiography post bypass revealed no perivalvular leaks. His aorta was comprised of such diseased tissue that unfortunately we had tearing of the aorta at the suture line deep between the aorta and the rock-hard pulmonary artery, which required reinstitution of cardiopulmonary bypass, this time using aortic cannulation and right atrial cannulation to repair this area. Repair sutures simply tore through this cheese like material, and I finally had to seal this off by running several suture lines between the pulmonary artery and aorta to wall off the entire area. We were then able to wean rather easily from cardiopulmonary bypass. He was taken to the cardiovascular intensive care unit in remarkably stable condition with a planned emergent permanent pacemaker placement after stabilization. The patient also had a postoperative third-degree heart block requiring temporary transvenous pacemaker and ultimately a permanent pacemaker. The patient was discharged to inpatient rehab in stable condition on post-operative day 12.